Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/m l at 750 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump therapy inconsistency might have been related to the spinal section not being anchored deep enough to avoid potentially being kinked. The catheter anchor was very superficial. The patient came in for a catheter dye study and possible catheter revision. Of note, the patient's mother reported that the patient goes through periods where the patient looked under dosed and then periods where the patient looked over dosed, but never completely at an optimal dosing. The patient's mother also complained of a small bump at the spinal incision site, and thought it was the implant working itself through the skin. During the dye study, the patient's catheter appeared to be intact without any evidence of a leak. They were able to aspirate 3 ml of cerebrospinal fluid (csf) and observed the dye was intrathecal, but maybe slightly lateral. It was observed that the anchor for the 8780 was not very deep and was not anchored. The physician hypothesized that the catheter might be getting kinked or pinched somehow since it was so near to the skin. The physician wanted to anchor the catheter deeper but was not able to advance the old anchor without putting stress on the catheter. The physician ran a new spinal ascenda catheter piece that they could anchor deeper and connected it with part of the old spinal section in the back that was connected to the pump section in the front. The original spinal portion was tied off and left in place. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10 - corrected information: product ID 8780 serial# (B)(6), implanted: (B)(6)2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient came into the pain clinic today with a complaint of having a collection of fluid at the new catheter anchor incision site. The patient¿s mother told the hcp about the collection of fluid at the incision site and mentioned that the incision would leak. The clinic sent a sample off to be tested and it was csf (cerebrospinal fluid). The new catheter was near the old catheter that was ligatured off by the surgeon. The pump managing hcp performed a dye study to rule out any possible catheter leaks and the dye study showed no evidence of leaks. The catheter aspirated easily, and dye was confirmed in the intrathecal space. The pump managing hcp suspected there was a csf leak, but was not sure if it was from the old catheter or tracking back down from the new catheter. The patient had b een asymptomatic for symptoms consistent with a spinal leak. The pump managing hcp wanted to wait two weeks and observe if the condition got any better before consulting neurosurgery.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2021 explanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2022-10-30, UDI#(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient¿s mother was concerned because the catheter revision site would continue to fill with csf (cerebrospinal fluid) and leak through the wound. The patient¿s physician was concerned that it could become infected and sent the patient to the ed (emergency department). The patient was seen by another physician who made the decision to remove the entire pump and catheter system. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that there were no unusual environmental factors known or noted.